Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the blueprints found the anchor material, and that the anchor must be 100% virgin material (no regrind permitted). The anchor color must be natural and the surface finish roughness can not be greater than 1.6um. Each shipment of material must be accompanied by the manufacturer´s certificate of conformance (c of c) in compliance with smith & nephew procedure. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that during an arthroscopy, the bone anchor broke while being inserted into the greater tuberosity. Half of the anchor remained embedded in the bone and did provide some functional support. It is unknown how was the procedure completed. There was a non-significant surgical delay and no further complications were reported.